Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The transfer set was returned and analyzed. Leak testing and clear passage testing were performed with no issues noted. Torque testing on the engagement sleeve was within specification. Visual inspection confirmed the cracked main body. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
During evaluation of a mini cap transfer set a crack was noticed in its main body. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.